Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) upon powering up, the device inappropriately failed self-test for defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department; the malfunction was duplicated and the processor/bridge/pace board was replaced to resolve the malfunction. The processor/bridge/pace board was returned to zoll medical corporation, united states. The reported malfunction was attributed to a damaged pad at the location of a capacitor on the board. Analysis for reports of this type has not identified an increase in trend.